Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6) community hospital. (B)(6) , do. Discharge summary. History acute and chronic calculus cholecystitis. Presented for laparoscopic cholecystectomy on (B)(6) 2005 and this was attempted, however aborted secondary to lack of ability to expose the pertinent anatomy adequately. Underwent an open cholecystectomy. During the course of the procedure the gallbladder itself was perforated at the fundus creating leakage of bile into the abdominal cavity. This was suctioned and irrigated as much as possible and the remainder of cholecystectomy was uneventful. On (B)(6) 2007: (B)(6) community hospital. (B)(6) , do. History and physical. Chief complaint: right subcostal ventral incisional hernia. Underwent an attempted laparoscopic cholecystectomy in december 2005. Due to the acute nature of this, it had to be converted to an open procedure. Progressed and did very well following that surgery. In july of this past year, was noted to have a reducible ventral hernia in the right subcostal incision. Presents today for ventral incisional herniorrhaphy with gore-tex mesh. Will attempt to do laparoscopically, however he is prepared for open procedure if necessary. Past medical history: type I diabetes with onset approximately 20 years ago. Medications: novolin, humalog insulin, and aspirin. Weight 243 pounds. Impression: incisional ventral hernia in the right subcostal region, status post cholecystectomy. On (B)(6) 2007: (B)(6) community hospital. (B)(6) , do. Operative report. Preoperative diagnosis: large right subcostal ventral hernia (incisional). Postoperative diagnosis: large right subcostal ventral hernia (incisional) with extensive adhesions. Procedure: laparoscopic ventral herniorrhaphy with extensive lysis of adhesions consisting of over 75% of the procedure. Anesthesia: general. Assistant: dr. (B)(6) . Estimated blood loss: 100 ml. Specimen: none. Complications: none. All sponge and instrument counts were correct. Operative course: ¿the patient was prepped and draped in the normal sterile fashion. A veress needle had been used to insufflate the abdomen. The hernia was visualized in the right upper quadrant and was rather large. A 5-mm port was placed in the right lower quadrant under direct visualization as were two other 10-mm ports in the left upper abdomen. These were also done under direct visualization. The patient was rotated to the left side and a bit of reverse trendelenburg position was used as well. Using manual traction on the anterior abdominal wall as well as blunt dissection, the transverse colon as well as a large amount of omentum had to be dissected down out of the hernia sac. This took over 75% of the procedure as this case lasted approximately four hours. These were extensive adhesions, much more so than I would have normally encountered. Once this was free the hernia defect itself was measured and found to be approximately 7 x 12 cm. A 10 x 15 piece of mesh was then used and placed. This was gore-tex mesh (dual mesh). Brown side was down. Cardinal sutures were placed north, south, east, and west as well as in between. There were 0 prolene interspersed with gore-tex sutures. Small skin incisions were made and the laparoscopic suturing was used to adhere the suture. Satisfied we had an adequate size piece of mesh for the repair the u.s. Surgical endotacking device was used to tack the mesh up to the peritoneum. Satisfied we had an adequate repair, the entire operative site was irrigated and suctioned. Meticulous hemostasis had been achieved and there was no evidence of bleeding or leakage of bile contents whatsoever. The 10-mm port fascial locations were closed using the same type of suture procedure using 0 vicryl. Ports were then removed and the sutures were secured. All incisions were infiltrated using a total of 10 ml of 0.5% marcaine with epinephrine. Dermabond was used over the small incisions surrounding the hernia defect. The other remaining suture sites were approximated using interrupted mattress sutures of 4-0 nylon. Sterile pressure dressings were applied. The patient tolerated it well and was transferred to the recovery room in stable condition.¿ on (B)(6) 2007: (B)(6) community hospital. Implant record. Implant: gore mesh. Qty: 1. Lot number: 04693659. Catalog number: idlmcp04. Site: abdomen. On (B)(6) 2007: (B)(6) community hospital. (B)(6) , md. Radiology-CT abdomen/pelvis. Indications: stomach swelling. Status post recent herniorrhaphy. Surgical clips are seen in the gallbladder fossa from previous cholecystectomy. There is a large ventral hernia involving the right anterior abdominal wall which was previously repaired with mesh. Underlying the adjacent wire mesh is a fluid collection measuring approximately 8 x 4 cm which most likely represents seroma. Diffuse inflammatory changes are seen in the overlying subcutaneous soft tissues. There is herniation of both large and small bowel into the intraperitoneal fluid collections are present. No abnormal free intraperitoneal fluid collections are present. Impression: recurrent right ventral abdominal wall hernia with an approximately 4 x 8 cm seroma adjacent to the wire mesh. Hernia sac contains both large and small bowel, however, there is no bowel obstruction demonstrated. Diffuse inflammatory changes are probably related to the prior surgical procedure. Because of the diffuse prominent inflammatory changes, superimposed abscess, bowel strangulation or hernia incarceration cannot be totally excluded on this examination. On (B)(6) 2007: (B)(6) community hospital. (B)(6) , do. History and physical. Chief complaint: abdominal pain. Underwent a very technically difficult laparoscopic right subcostal incisional herniorrhaphy on (B)(6) 2007. Case was actually significant for a multitude of adhesions from the hernia contents into the hernia sac. Did relatively well. Had a large piece of gore dualmesh placed with multiple transfascial anchoring sutures as well as spiral clips applied. Returned to the emergency room yesterday complaining of fullness, a bulge, and some difficulty with deep inspiration. CT performed, recurrent midabdominal wall ventral hernia. There is a 4 x 8 cm fluid collection associated with the mesh which is not unexpected. This does take months to resolve on occasion. There was question of strangulation, for this reason kept overnight. White blood cell count and lab work within normal limits. No signs or symptoms of obstruction. Exam: abdomen: there is obvious fullness in the right upper quadrant. Impression: recurrent right subcostal ventral hernia. Plan: patient is without signs and symptoms of acute pathology at this time, will discharge home. Return to office at which point we will likely refer him to dr. Northrop at university of virginia due to extent of this hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including surgical records for open cholecystectomy and laminectomy were not provided. 03/01/07: (B)(6). Pre-operative assessment. Procedures: ventral laparoscopic hernia repair. Anesthesia: general anesthesia. Asa 3. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Medications: novolog, novolin, aspirin. Past medical history: diabetes. Past surgical history: open cholecystectomy, laminectomy. [Missing record: record for ventral laparoscopic hernia repair performed on 03/01/07 at hca pulaski community hospital by stuart h. Goldstein, do were not provided.] ??/??/??: [facility ni]. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04693659. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia with chronically infected mesh. Procedure: excision of chronically infected mesh, extensive lysis of adhesions, reconstruction of abdominal wall with primary closure and alloderm onlay, 8 x 10 cm piece of mesh unit number b29066049. Assistant: david blackman, md. Anesthesia: general endotracheal. Intravenous fluids: 3.5 liters. Estimated blood loss: 100. Specimens: mesh. Urine output: 190. Complications: none. Brief clinical history: ¿david duncan is a 46-year-old gentleman who presented to the surgery clinic with a recurrent incisional hernia that had been repaired at another hospital laparoscopically that appeared on a CT scan that the mesh was contracted into the lateral portion of the wound. The risks, benefits, and alternatives to excision of this mesh and repair of his abdominal wall hernia were discussed in detail with david. He understood this clearly and wished to proceed.¿ operative note: ¿the patient brought to the operating room and appropriate time-out was performed. His abdomen was prepped and draped in the usual sterile fashion. Excising his previous scar, the subcutaneous tissues were divided. The hernia sac was encountered and entered. He had colon extruding through the hernia sac. This was dissected down. The mesh was identified in the right lateral portion of the wound. After extensive lysis of adhesions for greater than 45 minutes, we were able to free up the mesh. The mesh appeared to be got [sic] underneath the pseudo capsule and what appeared to be shrunken and chronically infected and discolored mesh. At this point, I felt it would be unwise to leave this in situ and to place another prosthetic foreign body into the inner abdomen. We proceeded to excise the mesh. Once the mesh was fully excised, we had a small defect approximately 6 cm x 10 cm. We proceeded to mobilize the anterior abdominal wall, mobilized underneath the anterior fascia, and identified the area above the liver. We had a small segment of the inferior edge of the rib. We were able to get the 2 edges of the fascia together without undue tension and considering the chronic foreign body, we did not wish to repair this with another foreign body interposition. Since we were able to get this together, we proceeded to close it with interrupted absorbable monofilament suture. We then proceeded to place an alloderm graft on an onlay position under moderate tension securing the edges with the monofilament absorbable suture. We then placed a 15-french round drain into the subcutaneous space, closed the subcutaneous fat with 3-0 vicryl, and closed the skin with staples. Secured the drain in place with a nylon suture. He tolerated the procedure well and was taken to the recovery area in stable condition.¿ [missing records: records for the CT scan showing ¿the mesh was contracted into the lateral portion of the wound¿ were not provided.] [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] No records after (B)(6) 2009 were provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusion: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span december 19, 2005 through february 2, 2009 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records for june 24, 2007 through february 1, 2009 were not provided. Patient information: medical history: obesity: on (B)(6) 2005: weight 243 lbs. Bmi 35. On (B)(6) 2007: weight 243 lbs., bmi 34.9. On (B)(6) 2007: weight 244 lbs., bmi 35. Gastroesophageal reflux disease (gerd) type I diabetes: on (B)(6) 2007: ¿... Onset 20 years ago.¿ insulin dependent. On (B)(6) 2007: recurrent right subcostal ventral hernia. Surgical procedures: 1987: laminectomy. On (B)(6) 2005: attempted laparoscopic inverted to open cholecystectomy. On (B)(6) 2007: laparoscopic ventral herniorrhaphy with extensive lysis of adhesions consisting over 75% of the procedure. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2009: excision of chronically infected mesh, extensive lysis of adhesions, reconstruction of abdominal wall with primary closure and alloderm onlay, 8 x 10 cm piece of mesh. Implant alloderm. Relevant medical information: on (B)(6) 2005: discharge summary. ¿presented for laparoscopic cholecystectomy and this was attempted, however aborted secondary to lack of ability to expose the pertinent anatomy adequately. Underwent an open cholecystectomy. During the course of the procedure the gallbladder itself was perforated at the fundus creating leakage of bile into the abdominal cavity. This was suctioned and irrigated as much as possible and the remainder of cholecystectomy was uneventful.¿ implant preoperative complaints: on (B)(6) 2007: history and physical. ¿chief complaint: right subcostal ventral incisional hernia. Underwent an attempted laparoscopic cholecystectomy in (B)(6) 2005. Due to the acute nature of this, it had to be converted to an open procedure. Progressed and did very well following that surgery. In july of this past year, was noted to have a reducible ventral hernia in the right subcostal incision. Presents today for ventral incisional herniorrhaphy with gore-tex mesh. Will attempt to do laparoscopically, however he is prepared for open procedure if necessary.¿ ¿impression: incisional ventral hernia in the right subcostal region, status post cholecystectomy.¿ implant procedure: laparoscopic ventral herniorrhaphy with extensive lysis of adhesions consisting of over 75% of the procedure . [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04693659, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2007. Wound classification: not provided. Description of hernia being treated: ¿a veress needle had been used to insufflate the abdomen. The hernia was visualized in the right upper quadrant and was rather large. A 5-mm port was placed in the right lower quadrant under direct visualization as were two other 10-mm ports in the left upper abdomen. These were also done under direct visualization. The patient was rotated to the left side and a bit of reverse trendelenburg position was used as well. Using manual traction on the anterior abdominal wall as well as blunt dissection, the transverse colon as well as a large amount of omentum had to be dissected down out of the hernia sac. This took over 75% of the procedure as this case lasted approximately four hours. These were extensive adhesions, much more so than I would have normally encountered. Once this was free the hernia defect itself was measured and found to be approximately 7 x 12 cm.¿ implant size and fixation: ¿a 10 x 15 piece of mesh was then used and placed. This was gore-tex mesh (dual mesh). Brown side was down. Cardinal sutures were placed north, south, east, and west as well as in between. There were 0 prolene interspersed with gore-tex sutures. Small skin incisions were made and the laparoscopic suturing was used to adhere the suture. Satisfied we had an adequate size piece of mesh for the repair the u.s. Surgical endotacking device was used to tack the mesh up to the peritoneum. S atisfied we had an adequate repair, the entire operative site was irrigated and suctioned. Meticulous hemostasis had been achieved and there was no evidence of bleeding or leakage of bile contents whatsoever. The 10-mm port fascial locations were closed using the same type of suture procedure using 0 vicryl. Ports were then removed and the sutures were secured. All incisions were infiltrated using a total of 10 ml of 0.5% marcaine with epinephrine. Dermabond was used over the small incisions surrounding the hernia defect. The other remaining suture sites were approximated using interrupted mattress sutures of 4-0 nylon. Sterile pressure dressings were applied.¿ relevant medical information: on (B)(6) 2007: CT abdomen/pelvis (a/p): ¿indications: stomach swelling.¿ ¿impression: recurrent right ventral abdominal wall hernia with an approximately 4 x 8 cm seroma adjacent to the wire mesh. Hernia sac contains both large and small bowel, however, there is no bowel obstruction demonstrated. Diffuse inflammatory changes are probably related to the prior surgical procedure. Because of the diffuse prominent inflammatory changes, superimposed abscess, bowel strangulation or hernia incarceration cannot be totally excluded on this examination.¿ on (B)(6) 2007: history and physical. ¿chief complaint: abdominal pain. Underwent a very technically difficult laparoscopic right subcostal incisional herniorrhaphy on (B)(6) 2007. Case was actually significant for a multitude of adhesions from the hernia contents into the hernia sac. Did relatively well. Had a large piece of gore dualmesh placed with multiple transfascial anchoring sutures as well as spiral clips applied. Returned to the emergency room yesterday complaining of fullness, a bulge, and some difficulty with deep inspiration. CT performed, recurrent midabdominal wall ventral hernia. There is a 4 x 8 cm fluid collection associated with the mesh which is not unexpected. This does take months to resolve on occasion. There was question of strangulation, for this reason kept overnight. White blood cell count and lab work within normal limits. No signs or symptoms of obstruction. Exam: abdomen: there is obvious fullness in the right upper quadrant. Impression: recurrent right subcostal ventral hernia. Plan: patient is without signs and symptoms of acute pathology at this time, will discharge home.¿ explant preoperative complaints: on (B)(6) 2009: indications: ¿...46-year-old gentleman who presented with a recurrent incisional hernia that had been repaired at another hospital laparoscopically that appeared on a CT scan that the mesh was contracted into the lateral portion of the wound.¿ explant procedure: ¿excision of chronically infected mesh, extensive lysis of adhesions, reconstruction of abdominal wall with primary closure and alloderm onlay, 8 x 10 cm piece of mesh unit number b29066049.¿ explant date: (B)(6) 2009. Wound classification: not provided. ¿excising his previous scar, the subcutaneous tissues were divided. The hernia sac was encountered and entered. He had colon extruding through the hernia sac. This was dissected down. The mesh was identified in the right lateral portion of the wound. After extensive lysis of adhesions for greater than 45 minutes, we were able to free up the mesh. The mesh appeared to be got [sic] underneath the pseudo capsule and what appeared to be shrunken and chronically infected and discolored mesh. At this point, I felt it would be unwise to leave this in situ and to place another prosthetic foreign body into the inner abdomen. We proceeded to excise the mesh. Once the mesh was fully excised, we had a small defect approximately 6 cm x 10 cm. We proceeded to mobilize the anterior abdominal wall, mobilized underneath the anterior fascia, and identified the area above the liver. We had a small segment of the inferior edge of the rib. We were able to get the 2 edges of the fascia together without undue tension and considering the chronic foreign body, we did not wish to repair this with another foreign body interposition. Since we were able to get this together, we proceeded to close it with interrupted absorbable monofilament suture. We then proceeded to place an alloderm graft on an onlay position under moderate tension securing the edges with the monofilament absorbable suture. We then placed a 15-french round drain into the subcutaneous space, closed the subcutaneous fat with 3-0 vicryl, and closed the skin with staples. Secured the drain in place with a nylon suture. He tolerated the procedure well and was taken to the recovery area in stable condition.¿ pathology: not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04693659. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d15: cause not established. H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2009 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records for (B)(6) 2007 through (B)(6) 2009 were not provided. Patient information: medical history: ¿ obesity: - (B)(6) 2005: weight 243 lbs. Bmi 35 - (B)(6) 2007: weight 243 lbs., bmi 34.9 - (B)(6) 2007: weight 244 lbs., bmi 35 ¿ gastroesophageal reflux disease (gerd) ¿ type I diabetes: - (B)(6) 2007: ¿... Onset 20 years ago.¿ insulin dependent. ¿ (B)(6) 2007: recurrent right subcostal ventral hernia surgical procedures: ¿ 1987: laminectomy ¿ (B)(6) 2005: attempted laparoscopic inverted to open cholecystectomy ¿ (B)(6) 2007: laparoscopic ventral herniorrhaphy with extensive lysis of adhesions consisting over 75% of the procedure. Implant: gore® dualmesh® plus biomaterial ¿(B)(6) 2009: excision of chronically infected mesh, extensive lysis of adhesions, reconstruction of abdominal wall with primary closure and alloderm onlay, 8 x 10 cm piece of mesh. Implant alloderm. Relevant medical information: ¿ (B)(6) 2005: discharge summary. ¿presented for laparoscopic cholecystectomy and this was attempted, however aborted secondary to lack of ability to expose the pertinent anatomy adequately. Underwent an open cholecystectomy. During the course of the procedure the gallbladder itself was perforated at the fundus creating leakage of bile into the abdominal cavity. This was suctioned and irrigated as much as possible and the remainder of cholecystectomy was uneventful.¿ implant preoperative complaints: ¿ (B)(6) 2007: history and physical. ¿chief complaint: right subcostal ventral incisional hernia. Underwent an attempted laparoscopic cholecystectomy in (B)(6) 2005. Due to the acute nature of this, it had to be converted to an open procedure. Progressed and did very well following that surgery. In july of this past year, was noted to have a reducible ventral hernia in the right subcostal incision. Presents today for ventral incisional herniorrhaphy with gore-tex mesh. Will attempt to do laparoscopically, however he is prepared for open procedure if necessary.¿ ¿impression: incisional ventral hernia in the right subcostal region, status post cholecystectomy.¿ implant procedure: laparoscopic ventral herniorrhaphy with extensive lysis of adhesions consisting of over 75% of the procedure . [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04693659, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2007 ¿ wound classification: not provided ¿ description of hernia being treated: ¿a veress needle had been used to insufflate the abdomen. The hernia was visualized in the right upper quadrant and was rather large. A 5-mm port was placed in the right lower quadrant under direct visualization as were two other 10-mm ports in the left upper abdomen. These were also done under direct visualization. The patient was rotated to the left side and a bit of reverse trendelenburg position was used as well. Using manual traction on the anterior abdominal wall as well as blunt dissection, the transverse colon as well as a large amount of omentum had to be dissected down out of the hernia sac. This took over 75% of the procedure as this case lasted approximately four hours. These were extensive adhesions, much more so than I would have normally encountered. Once this was free the hernia defect itself was measured and found to be approximately 7 x 12 cm.¿ ¿ implant size and fixation: ¿a 10 x 15 piece of mesh was then used and placed. This was gore-tex mesh (dual mesh). Brown side was down. Cardinal sutures were placed north, south, east, and west as well as in between. There were 0 prolene interspersed with gore-tex sutures. Small skin incisions were made and the laparoscopic suturing was used to adhere the suture. Satisfied we had an adequate size piece of mesh for the repair the u.s. Surgical endotacking device was used to tack the mesh up to the peritoneum. S atisfied we had an adequate repair, the entire operative site was irrigated and suctioned. Meticulous hemostasis had been achieved and there was no evidence of bleeding or leakage of bile contents whatsoever. The 10-mm port fascial locations were closed using the same type of suture procedure using 0 vicryl. Ports were then removed and the sutures were secured. All incisions were infiltrated using a total of 10 ml of 0.5% marcaine with epinephrine. Dermabond was used over the small incisions surrounding the hernia defect. The other remaining suture sites were approximated using interrupted mattress sutures of 4-0 nylon. Sterile pressure dressings were applied.¿ relevant medical information: ¿ (B)(6) 2007: CT abdomen/pelvis (a/p): ¿indications: stomach swelling.¿ ¿impression: recurrent right ventral abdominal wall hernia with an approximately 4 x 8 cm seroma adjacent to the wire mesh. Hernia sac contains both large and small bowel, however, there is no bowel obstruction demonstrated. Diffuse inflammatory changes are probably related to the prior surgical procedure. Because of the diffuse prominent inflammatory changes, superimposed abscess, bowel strangulation or hernia incarceration cannot be totally excluded on this examination.¿ ¿ (B)(6) 2007: history and physical. ¿chief complaint: abdominal pain. Underwent a very technically difficult laparoscopic right subcostal incisional herniorrhaphy on (B)(6) 2007. Case was actually significant for a multitude of adhesions from the hernia contents into the hernia sac. Did relatively well. Had a large piece of gore dualmesh placed with multiple transfascial anchoring sutures as well as spiral clips applied. Returned to the emergency room yesterday complaining of fullness, a bulge, and some difficulty with deep inspiration. CT performed, recurrent midabdominal wall ventral hernia. There is a 4 x 8 cm fluid collection associated with the mesh which is not unexpected. This does take months to resolve on occasion. There was question of strangulation, for this reason kept overnight. White blood cell count and lab work within normal limits. No signs or symptoms of obstruction. Exam: abdomen: there is obvious fullness in the right upper quadrant. Impression: recurrent right subcostal ventral hernia. Plan: patient is without signs and symptoms of acute pathology at this time, will discharge home.¿ explant preoperative complaints: ¿ (B)(6) 2009: indications: ¿...46-year-old gentleman who presented with a recurrent incisional hernia that had been repaired at another hospital laparoscopically that appeared on a CT scan that the mesh was contracted into the lateral portion of the wound.¿ explant procedure: ¿excision of chronically infected mesh, extensive lysis of adhesions, reconstruction of abdominal wall with primary closure and alloderm onlay, 8 x 10 cm piece of mesh unit number b29066049.¿ explant date: (B)(6) 2009 ¿ wound classification: not provided. ¿ ¿excising his previous scar, the subcutaneous tissues were divided. The hernia sac was encountered and entered. He had colon extruding through the hernia sac. This was dissected down. The mesh was identified in the right lateral portion of the wound. After extensive lysis of adhesions for greater than 45 minutes, we were able to free up the mesh. The mesh appeared to be got [sic] underneath the pseudo capsule and what appeared to be shrunken and chronically infected and discolored mesh. At this point, I felt it would be unwise to leave this in situ and to place another prosthetic foreign body into the inner abdomen. We proceeded to excise the mesh. Once the mesh was fully excised, we had a small defect approximately 6 cm x 10 cm. We proceeded to mobilize the anterior abdominal wall, mobilized underneath the anterior fascia, and identified the area above the liver. We had a small segment of the inferior edge of the rib. We were able to get the 2 edges of the fascia together without undue tension and considering the chronic foreign body, we did not wish to repair this with another foreign body interposition. Since we were able to get this together, we proceeded to close it with interrupted absorbable monofilament suture. We then proceeded to place an alloderm graft on an onlay position under moderate tension securing the edges with the monofilament absorbable suture. We then placed a 15-french round drain into the subcutaneous space, closed the subcutaneous fat with 3-0 vicryl, and closed the skin with staples. Secured the drain in place with a nylon suture. He tolerated the procedure well and was taken to the recovery area in stable condition.¿ ¿ pathology: not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04693659. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, infected mesh, revision. Additional event specific information was not provided.